Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. On (B)(6) 2025, the patient experienced a skin infection that developed an unspecified number of days after sensor insertion in the arm. Clinical signs included redness, inflammation/swelling, pimple/bump formation, drainage, and infection under the pod area. The patient reported that a purple abscess had enlarged to approximately golf-ball size and ruptured, releasing pus and leaving a large opening. The patient contacted a physician by phone. On (B)(6) 2025, the physician assessed the site and prescribed oral antibiotic: clindamycin 500 mg, three times daily for seven days. Topical antibiotic ointment: apply twice daily. Additional care: keep the site covered with a dressing. No laboratory tests were performed. On the same day, the patient returned to the clinic for a dressing change and wound assessment. She was advised to continue applying the dressing twice daily. At the time of reporting, the patient noted that the site was slightly improving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.